Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, four years and five months of post deployment, a computed tomography of pelvis was performed for left groin pain. The study showed that the inferior vena cava contain an inferior vena cava filter and appeared to have previously been thrombosed. After, five days, a computed tomography of pelvis was performed for left groin abscess. The study showed that there was an inferior vena cava filter and there was probable chronic thrombosis since there were numerous collateral vessels. There were no device deficiencies identified within the medical records. Therefore, the investigation is inconclusive for alleged obstruction of flow and thrombosis as no objective evidence has been provided to confirm any alleged deficiency. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 02/2013).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that filter occluded. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, four years and five months of post deployment, a computed tomography of pelvis was performed for left groin pain. The study showed that the inferior vena cava contain an inferior vena cava filter and appeared to have previously been thrombosed. After, five days, a computed tomography of pelvis was performed for left groin abscess. The study showed that there was an inferior vena cava filter and there was probable chronic thrombosis since there were numerous collateral vessels. There were no device deficiencies identified within the medical records. Therefore, the investigation is inconclusive for alleged obstruction of flow and thrombosis as no objective evidence has been provided to confirm any alleged deficiency. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 02/2013).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that filter occluded. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.